Manufacturer narrative:
(B)(4).

Event description:
Ami was contacted that a patient using a tap 1 appliance woke up and noticed that the hook was broken. The patient was able to retrieve all of the parts.